Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was having issues with system and feels it is not working or functioning, they aren't feeling anything and are still prolapsing. Patient is currently traveling to london so tss provided medtronic website for united kingdom which provided facility listings and support phone number. No further complications were noted or anticipated.